Event description:
The 16fr introducer was advanced over the guidewire and placed into the left femoral artery. Prior to this, it was flushed and the stopcock was turned off to the pt. In the standard fashion after the sheath was placed, it was flushed. Two to three minutes went by and someone noticed a pool of blood on the floor and dripping from the table edge. It was then noticed that the stopcock was not on the sheath sidearm, which was under the sheath and not in the view. The stopcock was immediately placed into the sheath, stopping further bleeding.